Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a loose grip cable at the grip hub. After further inspection and removing the housing of instrument a broken grip cable was noticed. The instrument was found to have a loose grip cable at the proximal end within the housing. There was discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found enter related finding, where, and how it contributed to the failure. Common causes of loose grip cables are attributed to a component failure.

Event description:
Refer to h11 for follow-up information.